Manufacturer narrative:
The subject sample provided was evaluated and no failures were detected in the device returned; avanos medical, inc. Was unable to confirm or duplicate the reported incident. A root cause was not identified. All information reasonably known as of 03-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16-apr-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the clinicians heard air around the cuff. The patient had a very forceful cough. The patient required reintubation. Additional information received 07-apr-2021 noted the device was noted altered in any way prior to use. The device had been in use for two to three days when problem was noted. The cuff was filled with 20cc of air. The endotracheal tube (et tube) curled up in the patient's mouth, the patient had a very forceful cough. The patient's current status as it relates to the reported incident is "unknown."